Event description:
The customer reported that during a low anterior resection, an end tone, indicating a complete seal cycle, was provided by the generator. The vessel where the surgeon sealed was not as being incomplete and oozing of less than 200 cc blood was noted. The surgeon opened another device of the same type and successfully completed the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation and visual inspection found the jaws were clean. The customer reported that during the procedure, the vessel was not sealed. The reported condition was not confirmed. The device was functionally tested and the lever, trigger, rotation wheel, jaws, and knife functioned properly. The jaw force of the device was tested with satisfactory results. The device was plugged into a force triad generator and tested on simulated tissue and functioned normally. The device was also tested on porcine kidney arteries of varying diameter and functioned as normal. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. No trend has been identified for this failure mode. No corrective action is required. Manufacturing non-conformances were reviewed. No entries pertinent to the customer&#39;s report were noted.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted